Event description:
It was reported that during the procedure to implant an inflatable penile prosthesis (ipp), the patient experienced urethral perforation. The physician decided to complete the procedure by implanting a malleable prosthesis. No further patient complications were reported.